Manufacturer narrative:
(B)(4). This is a supplemental report to MDR# 2031642-2015-01542. The FDA registration number initially chosen was incorrect.

Event description:
It has been reported that the device is beeping.